Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and morbid obesity. Concurrent conditions included dysuria, breast swelling, breast tenderness, breast pain, menometrorrhagia, vomiting, fatigue, pain ankle, ankle fracture, uterine enlargement, nabothian cyst, adenomyosis, ventral hernia, adhesion, nephrolithiasis and procedural pain. Concomitant products included lisinopril since 2009 and spironolactone since 2009 for hypertension as well as doxycycline from 13-nov-2017 to 3-oct-2018, levonorgestrel (mirena) from 10-dec-2015 to 28-sep-2018, nsaids since 9-jun-2009, paracetamol (acetaminophen) since (B)(6) 2009 and sulfamethoxazole;trimethoprim (bactrim) from 17-jun-2013 to 18-dec-2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/(heavy menstrual bleeding)"), depression ("depression/psych injury"), anxiety ("anxiety/ mental anguish/psych injury") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti"), 4 years 1 month after insertion of essure. On (B)(6) 2013, the patient experienced vaginal infection ("vaginitis / vaginal infection"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced ovarian cyst ("right ovarian cyst"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia(bleeding b/w periods)") and urinary tract disorder ("urinary tract problem") and was found to have weight increased ("weight gain"). The patient was treated with celecoxib (celexa), ciprofloxacin and surgery (robotic-assisted laparoscopic hysterectomy with rt salpingo-oophorectomy,lt salpingectomy ext lysis). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, vaginal haemorrhage, depression, anxiety, ovarian cyst and nausea outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, urinary tract infection, vaginal infection, dysmenorrhoea, abdominal pain, metrorrhagia, urinary tract disorder and weight increased had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2018 patient underwent procedure robotic-assisted laparoscopic hysterectomy with rt salpingooophorectomy,lt salpingectomy extensive lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: CT abd and pelvis w/wo contrast impression: nonobstructing right nephrolithiasis with focal scarring in the inferior right kidney.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.; on (B)(6) 2009: bilateral occlusion.. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- urinary tract infection, vaginitis, pelvic pain, ovarian cyst, nausea, abdominal pain, heavy bleeding concerning the injuries reported in this case, the following one was described in patient¿s medical record- salpingitis quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received- new events -"metrorrhagia (bleeding b/w periods), gen. Abnormal. Bleed, urinary tract problem and weight gain" were added. Outcome of events pelvic pain, dysmenorrhea, menorrhagia, uti, vaginal infection updated to resolved. Updated verbatim to depression/psych injury, anxiety/ mental anguish/psych injury. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') and pelvic pain ('physical pain/ pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, morbid obesity and c-section (2). Concurrent conditions included dysuria, breast swelling, breast tenderness, breast pain, menometrorrhagia, vomiting, fatigue, pain ankle, ankle fracture, uterine enlargement, nabothian cyst, adenomyosis, ventral hernia, adhesion, nephrolithiasis, procedural pain, fall (pain greater in right hip and proximal forearm. Concussion without loss of consciousness.) And painful intercourse. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) and medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2014 for contraception and bleeding genital, levonorgestrel (mirena) from (B)(6) 2015 to (B)(6) 2018 for contraception and genital bleeding, lisinopril since 2009 and spironolactone since 2009 for hypertension as well as doxycycline from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and sulfamethoxazole;trimethoprim (bactrim) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("uti"), 4 years 1 month after insertion of essure. In (B)(6) 2009, the patient experienced vaginal infection ("vaginitis/vaginal infection"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/(heavy menstrual bleeding)"), depression ("depression/psych injury"), anxiety ("anxiety/ mental anguish/psych injury") and abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), metrorrhagia ("metrorrhagia(bleeding b/w periods)") and urinary tract disorder ("urinary tract problem") and was found to have weight increased ("weight gain"). The patient was treated with celecoxib (celexa), ciprofloxacin and surgery (hysterectomy with bilateral salpingectomy unilateral salpingectomy-right and robotic-assisted laparoscopic hysterectomy with rt salpingo-oophorectomy,lt salpingectomy ext lysis). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, depression, anxiety, ovarian cyst and nausea outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, dysmenorrhoea, abdominal pain, metrorrhagia, urinary tract disorder and weight increased had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2018 patient underwent procedure robotic-assisted laparoscopic hysterectomy with rt salpingooophorectomy,lt salpingectomy extensive lysis of adhesions. Essure insertion detail: essure advanced per manufacturer's guidelines into each tubal ostia; 4 coils on right and 5 on left intrauterine; patient tolerated well; 2 (10 on pain scale pelvic rest x 48 hours). Treatment received for pain, bleeding, bladder/urinary problems and other injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Computerised tomogram - on (B)(6) 2013: CT abd and pelvis w/wo contrast impression: nonobstructing right nephrolithiasis with focal scarring in the inferior right kidney.. Drug screen - on an unknown date: dipstick was positive for nitrates and moderate amount blood.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.; on (B)(6) 2009: bilateral occlusion.. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound pelvis - on (B)(6) 2009: intensely hyperechoic areas in the subserosal cornua bilaterally, which given the patient's history or essure placement would most likely indicate the presence of the essure device in the area of the intramural fallopian tube bilaterally. Subendometrial "cysts" as described above, a finding that has been claimed to be associated with adenomyosis.; on (B)(6) 2017: nonobstructing right nephrolithiasis with focal scarring in the inferior right kidney. Ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- salpingitis, urinary tract infection, vaginitis, pelvic pain, ovarian cyst, nausea, abdominal pain, heavy bleeding, pelvic pain, dysmenorrhea, menorrhagia, anxiety and depression". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event vaginal hemorrhage was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') and pelvic pain ('physical pain / pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and morbid obesity. Concurrent conditions included dysuria, breast swelling, breast tenderness, breast pain, menometrorrhagia, vomiting, fatigue, pain ankle, ankle fracture, uterine enlargement, nabothian cyst, adenomyosis, ventral hernia, adhesion, nephrolithiasis and procedural pain. Concomitant products included lisinopril since 2009 and spironolactone since 2009 for hypertension as well as doxycycline from (B)(6) 2017 to (B)(6) 2018, levonorgestrel (mirena) from (B)(6) 2015 to (B)(6) 2018, nsaids since(B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and sulfamethoxazole; trimethoprim (bactrim) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety/ mental anguish") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti"), 4 years 1 month after insertion of essure. On (B)(6) 2013, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced ovarian cyst ("right ovarian cyst"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with celecoxib (celexa), ciprofloxacin and surgery (robotic-assisted laparoscopic hysterectomy with rt salpingo-oophorectomy, lt salpingectomy ext lysis). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, anxiety, dysmenorrhoea, ovarian cyst and nausea outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2018 patient underwent procedure robotic-assisted laparoscopic hysterectomy with rt salpingooophorectomy, lt salpingectomy extensive lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: CT abd and pelvis w/wo contrast. Impression: nonobstructing right nephrolithiasis with focal scarring in the inferior right kidney. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- urinary tract infection, vaginitis, pelvic pain, ovarian cyst, nausea, abdominal pain, heavy bleeding, concerning the injuries reported in this case, the following one was described in patient¿s medical record- salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs and mr received - events - ¿salpingitis, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, vaginitis, depression, anxiety/ mental anguish, dysmenorrhea (cramping), abdominal pain, right ovarian cyst¿. Medical history, concomitant drugs and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.